Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The patient suffered an air embolism that was noted by intracardiac echocardiography (ice) but did not require medical intervention. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was introduced to the patient when the physician inserted the needle to flush, there was only air coming out. The physician replaced the carto vizigo¿ 8.5f bi-directional guiding sheath medium with a competitor sheath and the issue was resolved. Additional information was received on (B)(6) 2021. No needle used was used for this procedure. Air was being introduced on patient; it was noted on ice to be in the right ventricle. No medical intervention was required. The patient has not exhibited any neurological symptoms that the reporter was informed of since the procedure was completed. Additional information: the smart ablate pump had not been used when the issue occurred. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was a bwi product malfunction. Replacement of the sheath occurred. Patient outcome of the adverse event reported was no patient consequence. The patient did not require extended hospitalization because of the adverse event. The event was assessed as a MDR reportable adverse event for air embolism. Since the event is life threatening it is to be considered serious and MDR-reportable. The issue of the air flowed back into the side port issue was assessed as a MDR reportable malfunction.

Manufacturer narrative:
Initially it was reported that a male patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The patient suffered an air embolism that was noted by intracardiac echocardiography (ice) but did not require medical intervention. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was introduced to the patient when the physician inserted the needle to flush, there was only air coming out. The physician replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - medium with a competitor sheath and the issue was resolved. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-dec-2021, the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dislodged hemostatic valve was assessed as MDR reportable. The awareness date for this reportable lab finding was 15-dec-2021. The device evaluation: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and evaluation of all features of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Microscopic examination in the hemostatic valve surface was performed and it showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Per the event, magnetic, electrical, and deflection tests were performed. No malfunctions were observed during the product analysis. A device history record evaluation was performed for the finished device, and no internal action was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.". Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event reported. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the biosense webster¿s inc. Product analysis lab finding of hemostatic valve dislodgement issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).